Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin broke again. The patient reported that since the desk top charger has been broken, they have not been able to recharge their ins and battery is dead. No symptoms were reported and/or anticipated at this time.